Event description:
Report received indicated pt experienced red skin under collar after first use. Prior to receipt of this complaint, the pt used the product for an unk length of time without incident. The report indicated the pt applied barrier wipes and powder to the affected area during cleaning and to promote healing. She was advised to seek med treatment if symptoms continue. The MFR sent samples to the pt for use. Further info regarding pt outcome was not provided.

Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.